Event description:
It was reported the patient was admitted with stroke-like symptoms. Technical review of the device interrogation was completed and short interval counts (sic) were observed. The lead issue was noted at the last follow up prior to the device changeout and no intervention was performed on the lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrs1, ipg, implanted: (B)(6) 2014. (B)(4).